Event description:
The customer was hospitalized fro high bgs. Troubleshooting was performed. The customer indicated that they had a bent cannula the night before and three times during the last two weeks. The customer stated that they had taken a manual injection to treat their bgs. The doctor informed that the customer was not on insulin drip. Instructed the customer to change the infusion set and rotate the site.